Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone number: (B)(6). The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device and filled with water to test the device for inflation. The device failed to inflate as there was a pinhole at the distal end of the markerband. Photo media returned by the site depicted several photos of a balloon but due to photo quality, the reported event could not be confirmed. Product analysis confirmed the reported events, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that balloon leak and inflation failure occurred. A 1.50mm x 15mm fg emerge balloon catheter was advanced for dilation. However, it was noted that during the procedure, the balloon failed to inflate and was found to be leaking liquid after removal. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed a balloon pinhole.